Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/17/2023. A photographic was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The metal collar was observed to be pulled back from the cable, exposing the inner contents of the cable. No other visual defects were observed. An investigation was conducted on 08/01/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. One collar of the adaptor was observed to be intact, with no visual defects observed. The clear sheath covering on the other black collar was observed to be slightly pulled off of the adaptor exposing the natural black contents underneath it. Slight defects were observed on the collar. No electrical testing was conducted due to the condition of the collar. Based on the returned condition of the device as well as the evaluation results and the photograhic evaluation , the reported failure "melted" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported hemopro2 adaptor issues during an endoscopic vein harvesting procedure. The piece did get warm and melted. The nurse held it together so the hp2 evh device would work to complete the procedure. No delay. No patient harm.